Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the battery pins were damaged. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker determined the cause of the reported issue is a broken weld in the rear case. The replacement component is currently not available; therefore, the repair will be delayed. The device will be returned to the customer following repair and functional and performance testing.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the battery pins were damaged. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.